Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, yellow particles in device outer surface and one linear opening. A microscopic analysis and leak test were performed which identify one opening striated and one opening sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side posterior assessed as surgical damage. One opening sharp in the side anterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.